Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the foley catheter insertion, injected the fixing water and confirmed that the balloon inflated. Then inserted the catheter into the patient, confirmed urine outflow, and injected the fixing water. There was no resistance during injection. When about to put away the supplies, it was discovered that the catheter had come out. After that, a new catheter was inserted. The catheter was removed and checked and found that water leaked when the fixing water was injected.